Manufacturer narrative:
Sec d1: brand name is blank because the device is known to be a boston scientific diagnostic catheter, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned, and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During procedure, the physician forgot to give heparin until the versacross wire was across the septum. The procedure was halted, and heparin was administered to the patient. After five (5) minutes, the was sheath was advanced across the septum into the left atrium. When the physician exchanged the versacross wire for an unknown boston scientific pigtail catheter, a clot was noticed attached to the pigtail catheter. The physician aspirated the clot back into the sheath, pulled everything out, and flushed thoroughly. The procedure was successfully completed with no patient complications.